Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: the serial number was reported as unknown. The serial number has been added. The unique identifier(UDI) as been updated accordingly. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. H4: it was documented in the initial medwatch that the date of manufacture was unknown. The correct date is feb 15, 2016. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all manufactures specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. The date of manufacture was unknown. The manufacturer location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device worked intermittently (power failure), the device would be used half way and then would power off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no consequence to the patient. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.